Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection, while resecting the distal colon, during firing, the reload got stuck after 30mm. The reload was also difficult to remove from the handle. Stapler got stuck in between, so tried to continue firing that made few staples to deploy, made a small oozing due to sharp edge, but was managed. Surgeon used new handle and reload to complete the case. The surgical time was extended by 30 minutes or more due to device problem. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a reload and successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.